Event description:
It was reported that atrial lead was found to be dislodged during a routine fluoroscopy post implant procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).